Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "device migration/implant malposition", "correction of asymmetry".

Event description:
Healthcare professional reported via the national breast implant registry (nbir) "device migration/implant malposition" and "correction of asymmetry". This record is for the right side. Device was explanted and replaced.